Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the catheter was placed for a nephrostomy and the catheter fell out of the mac-loc hub approximately a month and a half later. The patient had to have a new catheter placed due to this product problem. There was no reported harm to the patient.